Event description:
The customer is reporting a false negative reaction with one sample in the anti-d microtube of the abd/rev gel card lot 042313037-30 exp 11-apr-2014. The same patient sample has tested in the manual gel method and found to be rh positive (2+). This issue is occurring on both provues at this facility. Both provues have been taken out of service. Customer refuses to test patient samples on the instruments until a field engineer performs diagnostic checks. Issue started on: (B)(6) 2013. Frequency: 1 sample; sample ID: not provided; microtubes/wells or cell (donor #) affected: anti-d; methodology used: provue; incubation time (for manual test only): n/a; error code: no errors during any testing; reaction grade obtained: negative; customer was expecting: positive; test repeated: yes. Both provues initially gave negative results in the d microwell. Provue# (B)(4) gave a 1+ positive upon retest. The sample was not retested on provue (B)(4). Manual gel testing using the same lot of gel cards was done twice and produced a 2+ and 3+. Tube method at immediate spin gave a 3+ reaction using immucor anti-d lot 506132 exp 9-25-14. Method used to repeat: provue and tube. Other relevant details: patient is a pregnant female, typed as group b and determined to be rh positive with d.o.b. (B)(6). Patient was not transfused with in a year. No further information is known. No erroneous results were reported. No transfusions were given. Customer is not confident the provue is operating as expected, although the qc testing (done with patient samples) passed. Customer is concerned the provue missed very weakly positive reactions with the abd/reverse gel card and fears the same may happen with antibody screens. Customer feels that the result that was reported as negative by the provue should have been positive, or at least flagged by the provue for review. The tif image produced by the provue showing small agglutination was scanned and emailed to cts by the customer. This image was called negative by the provue. This customer demanded service without prior troubleshooting. A service order was created and an fe was dispatched to the customer site. Customer states both provues at this facility made incorrect interpretations in reporting the reactions in the anti-d microtubes as negative since small agglutination is visible. Customer emailed the file to cts. Customer states one image was obtained for each provue.

Manufacturer narrative:
The root cause that led to this event cannot be determined based on the information reported by the customer. The fe responded to the site and verified that the instrument is performing to specifications. Quality control testing before and after the service call passed. There was no reported harm to any patients. (B)(4).

Manufacturer narrative:
Initial report sent with mfg # 2250051 instead of mfg #1056600. This report should never have been sent using mfg # 2250051. File will be resubmitted under the correct mfg number.